Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The received photograph displayed a leak from the injection site port. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a tpn bag leaked. During infusion, a leak at the injection port was observed. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.